Event description:
During an ercp with stone extraction procedure, the escort balloon was used to cannulate the common bile duct after a sphincterotomy. The balloon was advanced to the bifurcation, inflated and pulled distally as contrast was injected. When the inflated balloon was pulled through the sphincterotomy, the balloon detached from the catheter. The detached balloon was retrieved from the papille with a snare. There was no patient injury reported. The pt's condition was listed as good.